Event description:
It was reported that the device will not power on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control contacted the customer to inquire about the status of the device. The customer indicated that the device had been removed from clinical use and it has been retired. The device will not be returned to physio-control for evaluation; therefore, further investigation cannot be performed.